Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported over infusion, which was confirmed and reproduced during evaluation. The device failed flow rate testing (15 out of 27 flow samples failed). The assignable cause was determined to be no grease on the cam lobes. When there is no grease on the cam lobes, over time the cams and the followers wear on each other. This prevents the valves from properly occluding the tube allowing the device to over infuse. Particulate was also present on the cam shaft. The motor, cam shaft, followers, and bearings were replaced to correct this condition.

Manufacturer narrative:
(B)(4)the device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused dopamine during therapy. The pump was programmed to deliver 18cc an hour and the 250 bag was infused in 4 hours and 15 minutes. It was also reported there was no patient injury.